Event description:
Reported event of granuloma from journal article, "the management of dermal filler complications", catherine p. Winslow (2009) facial plast surg 25:124-128. Further f/u from the physician notes that the pt was treated with intralesional steroids both for the purpose of hastening resolution of symptoms and to prevent worsening of symptoms that would lead to permanent damage.

Manufacturer narrative:
Medwatch sent to FDA on: 06/08/2009.